Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) and right ventricular (rv) leads from another manufacturer exhibited noise following lead safety switch events due to high out of range pace impedance measurements. It was also noted that there was a pacemaker mediated tachycardia (pmt) episode. Boston scientific technical services discussed troubleshooting and programming options. The system was reprogrammed to unipolar pacing and bipolar sensing on both leads. At this time, the system remains in service. No adverse patient effects were reported.